Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure within the hepatic portal region on (B)(6) 2010. According to the complainant, while attempting to advance the delivery system through the scope, the physician felt resistance. During the continued efforts to advance the device, the physician noted that the stent had deployed in the scope with a portion of the stent extending from the tip of the scope. The physician removed the scope with this device and completed the procedure using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The physician added that there was no issue with the guidewire.

Manufacturer narrative:
The returned device was examined and no issues were found with the delivery system or with the fully deployed stent. A guidewire was inserted through the device without issue. There were no problems in the movement of the outer sheath. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. The complaint could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention requied. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure within the hepatic portal region on (B)(6), 2010. According to the complainant, while attempting to advance the delivery system through the scope, the physician felt resistance. During the continued efforts to advance the device, the physician noted that the stent had deployed in the scope with a portion of the stent extending from the tip of the scope. The physician removed the scope with this device and completed the procedure using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The physician added that there was no issue with the guidewire.